Manufacturer narrative:
Retainer = black. On (B)(6) 2021 the customer alleged pump error 41 alarm has happened a couple of times within the last 30 days. Customer found pump error 41 and pump error 43 in alarm history on (B)(6) 2021 at 8:45am. The following were noted during visual inspection: scratched case, case cracked on the battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Successfully downloaded the trace/history files using thump. There were no pump error 41 alarm or pump error 43 alarms noted during testing however, a review of the downloaded history files shows an unexpected pump error 41 alarm [(B)(6) 2021 at 08:45] and pump error 43 alarm [(B)(6) 2021 at 08:45] occurred, problem isolated to the electronic assembly. The pump error 41 and 43 alarms may have been an intermittent failure that was not detected during our testing. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor noted during visual inspection and the motor flex cable on j5/pcb 1 was locked properly. The motor was tested outside of the pump on the ngp stb3 and passed. The force sensor zero offset is within specification (23.4 mv). A test p-cap does lock into place inside the reservoir compartment properly. Pump error 41 and 43 alarms are found in the history file. The pump error 41 and 43 alarms may have been an intermittent failure that was not detected during our testing. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test and displacement verification test. Insulin pump did passed test. No harm requiring medical intervention was reported. The device was returned for analysis.